Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead failed to sense. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of helix mechanism issue and failure to sense were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clean. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. The helix could extend and retract by applying torque directly at the connector pin. The full helix extension length was within specification.